Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the maintenance, the cardiosave intra-aortic balloon pump (iabp) unit has autofill failure. There was a malfunction in service mode during the test of pim. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, b5, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d5. A getinge field service engineer (fse) observed the system fails to fill at startup. Fse replaced the pim module, calibrations and all manifold seal tests carried out. Repair completed, operational tests carried out with positive results.